Manufacturer narrative:
A bellatek® zirconia abutment (edaz) was returned for investigation. Visual inspection of the as returned product identified a crown attached and the fractured abutment. The reported event is confirmed following inspection. No pre-existing conditions were noted on the per. The reported device was located on tooth #3. This item number has been obsoleted. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1159423). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. However, the failure of this device is associated with CAPA ca-00561. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device (edaz). Based on the available information and investigation, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: g4 for initial report: "date received by manufacturer" corrected to nov 1, 2019.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Age or date of birth, not provided by the reporter. The product associated with this complaint was not returned. The failure of this device is associated with a product recall (z-1215-2014). Additional documentation review is not required. The reported event could not be verified without a returned product. However, the complaint was confirmed due to the findings of the complaint history review. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole.

Event description:
The dental lab reported the abutment fractured at platform (hex) in patient mouth at tooth site #3. No reported impact to the patient or the implant.